Manufacturer narrative:
Concomitant medical products: ventilation qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Rt is having issues on infant vent using servo I and servo u vent when using pressure control mode. Patient volumes decrease using the smart column in circuit 780-18kit. It was reported the ventilaor has a low volume alert if the patient volumes drop. The patient was on pressure settings when volume declined, and the staff responded timely before any desaturations. The intervention was to change the column to a 382-30, which the issue of low volumes to the patient resolved. No patient harm reported. The patient's condition is reported as fine.